Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, black particles in the shell and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp pattern on posterior of broken device assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device exchange.

Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient's concern with the product. Healthcare professional additionally reported "complete rupture". Device has been explanted and replaced.